Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A provided photograph of the explanted femoral head has been reviewed. Nothing indicative of a product problem is identified. It does not aid in determining a root cause for the reported allegations. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "fracture of the neck of a modern cementless, titanium femoral stem" written by emmanual gibon, md, phd and justin t. Deen, md published by arthroplasty today published online/accepted by publisher 3-apr-2020 was reviewed. The articles purpose was to present a case study of patient who experienced a acute hip pain approximately 8 years after a left tha. Case study: (B)(6) year old male who had a left hip replacement in 2012 via anterior approach. In late (B)(6) 2019, he felt a sudden pop in his left hip while playing golf. The patient hadn't experienced any symptoms prior to the event. Radiographs indicated a fractured femoral stem. Patient also presented with pain with palpation. Patient was scheduled for revision, but developed a stroke and pulmonary embolism within a week of the event. The stroke left him with a complete left hemiparalysis. During revision the stem was found to have evidence of ingrowth throughout. There was no evidence of impingement and no metal debris present. The femoral stem had fractured at the neck. They were unable to disengage the femoral head from the short segment of the trunnion, but there was visible evidence of corrosion. There was no evidence of polyethylene wear. A competitor stem and femoral head were placed at revision with the depuy cup and liner. Depuy products: corial amt stem standard offset (size 14), altrx 58mm polyethylene liner, pinnacle 58mm cup, and 36/+8.5 biolox delta ceramic head.